Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) was found to have defective insulation. The procedure was completed with no reported patient injury and no delay. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed. The instrument tube extension exhibits signs of scratch marks/abrasions. Tube extension scratch marks measured roughly 6.50mm x 0.75mm. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.